Manufacturer narrative:
Reference MDR: 2084725-2009-00031.

Event description:
During an in-service request, an asp clinical education clinician (cec) discovered that the disinfect time setting on two aer units for cidex opa was set at one minute for both units. The asp cec immediately stated that this was the incorrect amount of time to high level disinfect and that the time needed to be was a minimum of five minutes. When reviewing the printouts, a total disinfect time of one minute was identified. The asp cec informed the new nurse administrator about the incorrect setting for the disinfect time to both aer units. The customer reviewed the documentation to identify how far back the incorrect time had occurred and contacted the quality division for the surgery center. The asp cec reviewed the proper use of the aer units with the staff and the correct processing time was entered. The staff was instructed to check the disinfect time prior to each endoscope reprocessing. At this time, the customer has no information on the number of patients involved in the event. The customer stated that the issue is still under investigation.